Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high troponin t hs result for one patient from the cobas e 801 module. The initial result was 194 pg/ml and was reported outside the laboratory. The doctor questioned the result and the sample was repeated with a result of 4.96 pg/ml. The results from a second sample from the patient were 5.38 and 5.99 pg/ml. There was no allegation of an adverse event. The reagent lot number was 345850. The expiration date was requested but was not provided. The investigation did not identify a general instrument or reagent problem. The cause of the event could not be determined.